Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty solder joint on the bridge board.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently gave a "test failed" message during 30 joule self test. Complainant indicated that there was no patient involvement in the reported malfunction.